Event description:
It was reported that during preparation for a procedure a crbs polarsheath was selected for use. However, when opening the sheath, it looked as though it was damaged, therefore the physician decided to replace the device. Upon use, while aspirating and flushing before the catheter was prepped on the patient, there were issues with the valve indicated by the physician even aspirating slowly. The physician indicated that the valve was damaged. Finally, a third polar sheath was pulled, and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. A visible tear was observed in the center of the polarsheath hemostatic valve. The device also failed all functional leak testing, with a leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized at 5.5 psi in hemostasis testing. The polarsheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve at the proximal end. The tear in the hemostatic valve resulted in the polarsheath leaking. There appeared to be no issues with the valve puncture and valve slits as they were aligned and centered in the valve. The tear is believed to have occurred from normal use during the procedure as no defects were found that would have contributed to the valve tearing.

Event description:
It was reported that during preparation for a procedure to treat atrial fibrillation, a polarsheath was selected for use. When opening the sheath, it looked as though it was damaged. Upon use, while aspirating and flushing before the catheter was prepped on the patient, there were issues with the valve indicated by the physician. Even when aspirating slowly, there were issues. The physician indicated that the valve was damaged. The polarsheath was replaced, and the issue was resolved. The procedure was completed without patient complications. The device has been returned for analysis.